Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed a cyst on the skin over the device. Reportedly, the patient stated that the cyst started draining and a pocket infection developed. Additional information indicates that the patient did not want to pursue an extraction until all other courses of action has been exhausted. The patient was then put on prescription antibiotics. There were no additional adverse patient effects reported. The crt-d remains in service.

Event description:
Additional information indicates that the patient also had sepsis. Moreover, the cardiac resynchronization therapy defibrillator (crt-d) was taken out of service. There were no additional adverse patient effects reported. The crt-d was explanted.